Event description:
Add'l info rec'd from MFR 7/23/02: the model number for the referenced complaint is 310.15. This product is a 1.5mm drill bit/qc/85mm. There have been no design changes or modifications related to this device since first marketed. The drill bits are not designated as single use devices; therefore, the life expectancy could vary depending on the use and care of the product. Synthes has only received 9 complaints on this product since 1995, 7 of which were reported as "drill bit broke during surgery". None of the reported complaints involved serious injury or adverse events.

Event description:
During a drilling procedure with a synthes 1.5mm drill bit, the drill bit broke off in the bone (the first metatarsal head). Because of the position of the drill bit within the bone, the surgeon decided to leave it in place for fixation rather than try to replace it with a screw.